Event description:
Clinical study. It was reported that 1255 days after a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi). The target lesion was located in a 3.5mm, 95% stenosed, 12mm long portion of the proximal left anterior descending (prox lad) artery. The target lesion was direct stented with a 3.5 x 16 mm taxus liberte' study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1255 days after the index procedure, the site reported the patient had a mi and was hospitalized. The location of the myocardial infarction was not identifiable. The patient underwent a pci which revealed an 80% stenosis with timi 2 flow in the 1st diagonal. The patient was treated with a promus stent. The post treatment diameter with a promus stent. The post treatment, diameter stenosis was 0% with timi 3 flow. The patient was discharged 2 days later with no residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.